Event description:
The thermocool smarttouch sf nav st sa df was noted to be defective. No patient harm occurred. The device was returned to the vendor for a replacement. Manufacturer response for thermocool smarttouch sf nav st sa df, (brand not provided) (per site reporter). Requested replacement.